Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a 29-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), four attempts were made to position the valve. It was reported that the anchoring of the valve was a known issue prior to the procedure. The patient had a low agatston score of 371 and was on chronic prednisone therapy, with a weak artery wall. The valve was positioned into a desired location and deployed to 80%. During the attempted placement of the valve, forward force was required to be simultaneously applied to the guidewire in the left ventricle and the dcs. Fluoroscopy revealed an implant depth in the annulus at plus 2mm on the non-coronary cusp (ncc) and minus 8mm on the left coronary cusp (lcc). A sudden drop in pressure then occurred. A transthoracic echocardiogram (tte) revealed blood retention in the pericardium. Resuscitation was initiated to maintain blood pressure and circulation. The valve was fully recaptured and was withdrawn into the descending aorta. A pericardiocentesis was performed to relieve blood from the pericardium. A thoracic surgical intervention was performed for exploration of the root cause of the sudden drop in blood pressure. Exploration identified an aortic root dissection was caused by trauma induced by the dcs as the probable root cause. Subsequently, the patient died during the procedure.